Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was observed. During a procedure to treat a heavily calcified and moderately tortuous right coronary artery (rca), the 2.75x12mm taxus express2 drug eluting stent would not deliver. The physician pulled the stent delivery system back through the guide catheter and noticed that the stent strut was lifted on the proximal edge. The physician then predilated the lesion with a 2.75x15mm maverick balloon and successfully crossed with another 2.75x12mm taxus express2 drug eluting stent. There were no complications reported.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.